Event description:
It was reported that the customer was hospitalized with blood glucose levels over 600 mg/dl. The customer did not have further info regarding the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.